Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for a sheath and locator connection issue. Without a sample, the exact root cause cannot be determined. The likely root cause may be related to corrective and preventative action (CAPA) investigations. CAPA investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Non-conformances reports (ncr) and capas have been noted for this issue in the past 12 months.

Event description:
The user facility reported that the involved angio-seal device two pieces doesn't fix. The operator reported that the plastic material used for the angio-seal is less rigid than the previous ones. There was no patient harm. Additional information was received on 07 nov 2023: hemostasis was achieved with the angio-seal keeping the hub and locator together with their own hands. The procedure was a percutaneous transluminal angioplasty (pta) left lower limb. The procedure sheath size used was a 5fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was not performed. The patient is stable. The blood loss was less than 250cc's. There were no concomitant medical products used with the angio-seal. The user had difficulty inserting the locator into the hub. The user did not succeed in mating the locator and hub. The system was not stiff as usual. The user was unable to mate the locator with the hub after many tries. The user attempted to mate the locator and hub two or three times. The locator separated after mating with the hub. The locator was too loose and failed to stay in place. The separation did not occur when device was in the patient.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: intervent radiologist. A review of the device history record of the product code/lot # combination was conducted with no findings. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.